Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl reconstruction, when the surgeon went to drill the endoscopic drill over the long drill tip passing pin, shards of metal came loose from the endoscopic drill and fell into the patient. The broken pieces were removed by suction. Surgery was resumed, after a non-significant delay, with the same device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the pilgrim intake form, as well as the photo taken in the operative setting. The single undated, unlabeled photo shows a device with the tip missing that supports the case. Per subsequent e-mail, the shards of the metal broke off were removed with suction by the surgeon and the surgery was completed using the same device without a significant delay. However, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional medical information be provided, his case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.